Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. Part discarded by site.

Event description:
A site representative reported that during spinal fusion procedure, the navlock handle was damaged when the surgeon malleted the handle and the metal disk on the back of the handle broke and fell out of the surgical field. It was reported that all the pieces were obtained from the site and site discarded the metal disk. Surgeon proceeded using the handle for the surgery but did not mallet the handle further. There was no delay to procedure. No impact on patient outcome.